Event description:
Initial root canal treatment was completed on tooth #18. On day 3 the patient was experiencing swelling that progressed to the floor of the mouth. She was given an rx for antibioitics and the swelling worsened. On day 6 she was in extreme pain and the swelling was progressing down her neck and the endodontist instructed her to go to the emergency room where she was given IV abx (intravenous antibiotic) and discharged 2 days later.

Manufacturer narrative:
Post-operative pain and flare-ups are know side effects of endodontic treatments used to treat a severe infection inside the tooth and the apical tissue and bone. Cases of severe pain or swelling are less common but still happen. The medical device used (odneclean) performed normally and as intended. It cannot be concluded if the device contributed to the adverse event or not.